Event description:
Manufacturer received device tracking information indicating that a patient underwent generator replacement surgery. The information received indicated high impedance occurred during the surgery. Follow up with the physician indicated that a system diagnostic test with the new generator and original lead resulted in high impedance. The surgeon concluded that the original lead had a failure. A new lead was then implanted. A second generator was used for compatiblity with the new lead. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.